Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with vancomycin (1g every 4 days, route not reported) and gentamicin (80mg for 5 days, route not reported). The patient recovered from the event of peritonitis and dianeal therapy was ongoing. No additional information is available.